Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the past similar event and surmised the following. -pre-cleaning was not conducted immediately after the procedure. Therefore the foreign material adhered to the device channel during the procedure. -water feeding was not operated properly at pre-cleaning and/or manual cleaning. -remained water inside the device channel was not removed properly after reprocessing, and a metallic pipe at the distal end was corroded. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The white dot was displayed on the monitor. Object lens has scratches. Light guide lens has cracks. Water supply value was out of standards due to the broken nozzle. Up direction of angulation was out of standards due to the worn angle wire. Up and down direction knob of angulation was out of standards due to the worn angle wire. The bending section rubber bonding has cracks. Light guide bundle was abnormal. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the white dot was displayed on the monitor. The device was returned to olympus repair center. During the inspection of the device, olympus repair center found that the device channel was clogged with foreign material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.